Manufacturer narrative:
(B)(4). The assignable cause of the reported problem was not identified. Therefore, no repairs were made to correct this condition.

Event description:
The facility reported a colleague infusion pump with failure code 500:32. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an error 500:32 was confirmed by baxter personnel in the pump's event history. The evaluation is in the process of being completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.